Event description:
Customer reported that the insulin pump alarmed button error. Customer replaced the battery and the buttons are still not responding. Blood glucose value is 374 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Insulin pump had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.